Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her belt clip was broken. Customer's blood glucose was 403 mg/dl. Customer treated high blood glucose with manual injections. No further information reported.